Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. DHR review was completed. Part no.: 359.219, lot no.: 9518048, manufacturing location: (B)(6), release to warehouse date: 09.oct.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The inserter for titanium elastic nails (359.219) is used with a hammer guide and locking slide hammer for insertion of titanium elastic nails (ten) and stainless steel elastic nails (sten). The inserter is also used in end cap insertion and removal. This information is provided per the elastic nail system technique guide. The returned inserter was examined upon receipt at customer quality (cq) and the complaint condition was able to be confirmed. However, instead of the reported condition of cracked, the device¿s blue plastic handle was found to be broken at the proximal end, with the broken off fragment(s) not returned. Marks were identified on the blue handle consistent with hammer impaction. There are multiple signs of wear over the 2+ year old device's surface. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No definitive root cause was able to be determined however, based on the witness marks; it is likely that the complaint condition is a result of errant hammer blows. A review of the current design drawing and the drawing revision at the time of manufacture was performed: top level. No product design issues or discrepancies were observed. Dimensional analysis cannot be completed at the fracture site due to post-manufacturing damage. During the investigation no discrepancies were observed that may have contributed to the complaint condition. Review of the device history records, including material reviews, showed that there were no mrrs, ncrs or issues identified during the manufacture of the products that would contribute to this complaint condition. Material harndess is not applicable as the blue plastic handle does not have a material hardness specification. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery on (B)(6) 2018, while the surgeon was inserting the titanium elastic nail into the radius of the patient, the plastic of the inserter for ti elastic nails cracked. There was no harm to patient and no delay in surgery. Investigation of the returned inserter revealed the handle is broken and not cracked. Concomitant devices reported: titanium elastic nail (part number unknown, lot number unknown, quantity 1) . This report is for one (1) inserter for titanium elastic nails. This is report 1 of 1 for (B)(4).